Event description:
Pt. Presented to the ER and required chest tube placement for pneumothorax. A wayne seldinger pigtail/small catheter was placed in the ER. Cxr confirmed placement and pt. Felt improved. Pt. Was admitted to inpatient, approx. 12 hrs later pt. Moved in bed and the obturator on the tube dislodged and fell onto the floor. Providers were immediately notified. Repeat cxr was performed. Unlike most chest tube insertion kits, this obturator is hidden in the catheter and the chest tube can still be attached to suction despite the obturator in place. In addition, the obturator is not radiopaque and does not show up on x-ray. When attached to suction there are still bubbling that appears appropriate.